Event description:
Sample ID (B)(6) 21feb2023 initial = 1.28 s/co, repeat = 1.33 s/co, 1.33 s/co.

Manufacturer narrative:
Update - completed information for section a1 patient identification: sids (B)(6) section b5 - sample ID (B)(6) 21feb2023 initial = 1.28 s/co, repeat = 1.33 s/co, 1.33 s/co was inadvertently entered twice. Sample ID also corrected to (B)(6). Section d4 - expiration date and h4 - device mfg date corrected section h10 - sid (B)(6) inadvertently entered twice, therefore one removed and the other one corrected from (B)(6).

Manufacturer narrative:
The complaint investigation for false reactive results with the alinity s htlv-I/htlv-ii assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review of lot 46181be00 did not identify any non-conformances, potential non-conformances, or deviations. A review of field data was performed assessing initial reactive rates, repeat reactive rates, and specificity per lot number and per month for the customer site, peer sites, and whole blood and plasma monitoring group. The field data analysis at the customer site per month showed an increase in initial and repeat reactive rates; however performance for both initial without repeat reactive rate and % specificity was within specifications when compared to the other two groups. Overall reactive rates were assessed across the three groups and found the performance of the complaint lot is within product requirement and consistent across the customer site and peer comparisons. A review of the statistical process control charts for the complaint lot number was performed. While lot number 46181be00 demonstrated a relatively higher mean s/co for the human negative population, tested during final lot release, compared to previous lots used at the customer site, performed within control limits and within product specifications. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, the alinity s htlv/htlv-ii reagent, lot 46181be00, met product specifications and performed as intended. No systemic issue or deficiency of the alinity s htlv/htlv-ii reagent was identified.section h4 - device mfg date corrected from 11/18/2022 to 11/16/2022.

Event description:
The customer observed false reactive alinity s htlv I/ii results for multiple patient samples. The following data was provided (reference range per the alinity s htlv I/ii pi <1.00 is nonreactive, >/= 1.00 is reactive): sample (B)(6) (B)(6) 2023 initial = 2.27 s/co, repeat = 2.43 s/co, 2.55 s/co sample ID (B)(6) (B)(6) 2023 initial = 1.00 s/co, (B)(6) 2023 repeat = 1.13 s/co sample ID (B)(6) (B)(6) 2023 initial = 1.30 s/co, repeat = 1.19 s/co, 1.36 s/co sample ID (B)(6) (B)(6) 2023 initial = 1.02 s/co, repeat = 1.04 s/co, 1.01 s/co sample ID (B)(6) (B)(6) 2023 initial = 1.28 s/co, repeat = 1.33 s/co, 1.33 s/co sample ID (B)(6) (B)(6) 2023 initial = 1.20 s/co, (B)(6) 2023 repeat = 1.09 s/co, sample ID (B)(6) (B)(6) 2023 initial = 1.29 s/co, (B)(6) 2023 repeat = 1.21 s/co, 1.20 s/co sample ID (B)(6) (B)(6) 2023 initial = 2.20 s/co, (B)(6) 2023 repeat = 2.17 s/co, 2.24 s/co sample ID (B)(6) (B)(6) 2023 initial = 1.53 s/co, repeat = 1.47 s/co, 1.30 s/co no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 6p07-55 that has a similar product distributed in the us, list number 6p07-60. An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for patient identification: sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive alinity s htlv I/ii results for multiple patient samples. The following data was provided (reference range per the alinity s htlv I/ii pi <1.00 is nonreactive, >/= 1.00 is reactive): sample ID (B)(6), (B)(6) 2023, initial = 2.27 s/co, repeat = 2.43 s/co, 2.55 s/co. Sample ID (B)(6), (B)(6) 2023, initial = 1.00 s/co, 07mar2023 repeat = 1.13 s/co. Sample ID (B)(6), (B)(6) 2023, initial = 1.30 s/co, repeat = 1.19 s/co, 1.36 s/co. Sample ID (B)(6), (B)(6) 2023, initial = 1.02 s/co, repeat = 1.04 s/co, 1.01 s/co. Sample ID (B)(6), (B)(6) 2023, initial = 1.28 s/co, repeat = 1.33 s/co, 1.33 s/co. Sample ID (B)(6), (B)(6) 2023, initial = 1.28 s/co, repeat = 1.33 s/co, 1.33 s/co. Sample ID (B)(6), (B)(6) 2023, initial = 1.20 s/co, 19feb2023 repeat = 1.09 s/co. Sample ID (B)(6), (B)(6) 2023, initial = 1.29 s/co, 09mar2023 repeat = 1.21 s/co, 1.20 s/co. Sample ID (B)(6), (B)(6) 2023, initial = 2.20 s/co, 08mar2023 repeat = 2.17 s/co, 2.24 s/co. Sample ID (B)(6), (B)(6) 2023, initial = 1.53 s/co, repeat = 1.47 s/co, 1.30 s/co. No impact to patient management was reported.